Event description:
The facility's biomedical engineering dept reported that channel c overinfused heparin while on a pt. According to the facility's risk management dept, the pt was closely monitored for one day after the "bolus" of heparin and prothrombin time and partial thromboplastin time were drawn. According to the risk management, no adverse outcome resulted. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics or diagnosis, medical intervention, rate of concentration of the heparin, volume delivered, or the set up of the infusion device.